Manufacturer narrative:
Unit received with unresponsive up arrow button due to unlocked connector at lcd board. Unit makes slight noise when backlight is activated; however this is a normal occurrence. No unexpected backlight noise noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump made a whining noise when light was activated. It was also reported that the up arrow button was not responding.